Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, implantable cardiac defibrillator exhibited several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made. No further information was available.